Manufacturer narrative:
The event date was not reported, the aware date was used as an estimate.

Event description:
Reported via journal article. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with a closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 17 months post procedure the patient presented to the hospital with left upper extremity numbness without weakness. Magnetic resonance imaging showed that the patient had experienced a cerebral vascular accident. The patient was treated with continuous heparin while in the hospital for this event. When the patient was discharged home they were on a medical regiment of rivaroxaban 20mg daily, aspirin 81mg, and atorvastatin 80mg.